Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample appeared free of obvious usage residues and the safety mechanism was not engaged. The packaging was not returned. A longitudinally aligned elliptical hole was observed in the extension tubing. Microscopic inspection of the split edges revealed a glossy fracture surface with regular striations. Material flow and heat deformation were observed. The fracture features were consistent with damage caused by the tubing being caught in between the metal sealing surfaces during package sealing. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asdps0235 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the defective extension tube (deformation)." (B)(6) 2019 sample evaluation found hole in tubing.